Manufacturer narrative:
H6; code 100: two twister staples jammed in the cartridge nose, which were removed. The instrument cycled, fired and properly formed reamining 21 staples without incident. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded "that only one staple could be fired" during surgery may have been due to 2 twisted staples in the cartridge nose which caused the instrument to jam. The instrument was received with 2 twister staples jammed in the cartridge nose, which were removed, and the instrument was cycled, fired, and properly formed the remaining 21 staples without incident. No conclusion could be reached as to how the staples had become twisted and jammed in the cartridge nose. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the cartridge track and the cartridge nose if the instrument sustains a blunt trauma.

Event description:
The device was used during a laparscopic hernia repair procedure. It was reported by the affiliate that only one staple could be fired. No more staples would form. There was no consequence to the pt. A new device was opened to complete the case.